Event description:
Information received by medtronic that the insulin pump was under delivering. The customer¿s blood glucose level was 22 mmol/l at the time of incident. The customer¿s current blood glucose value was 2 mmol/l. Customer stated that there are no symptoms related to their high blood glucose. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they had treated high blood glucose by insulin pen and set change. The customer stated that they are unable to describe any possible damage to the drive support cap. Customer stated that insulin exited at the qr. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.